Event description:
Additional information received reported that reprogramming did not resolve the issue. The patient's neurostimulator was 19 years old and "finally had quit." The patient was implanted with a new neurostimulator on (B)(6) 2012 and was happy with the outcome.

Event description:
It was reported that the patient only used the neurostimulator sporadically when they had pain, and it had been off for 9-10 months. The patient was unable to feel stimulation when the neurostimulator was turned on, even after reprogramming with different bipolar pairs. All electrode combination with the case were above 2,000 ohms. Bipolar pairs were within normal limits. The bipolar therapy impedance was 836 ohms, and the monopolar therapy impedance was above 2,000 ohms. The battery reading was ok. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: lead model 3982 serial# (B)(4) implanted: (B)(6) 1994 explanted: na, extension model 7496-66 serial# (B)(4) (B)(6) 1994 explanted: na, programmer model 7433 serial# (B)(4).